Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3658 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an external fracture of 5fr dual lumen powerpicc solo inserted on (B)(6) 2019/cut to 50cm with 3cm external. PICC removed had securacath in situ this was removed both items saved for testing.